Event description:
It was reported that the patient presented for pacemaker implant procedure. During the procedure, the right atrial lead exhibited failure to extend helix. The right atrial lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: section d9: "yes" was not clicked in initial report.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one-piece. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination of the helix mechanism was normal with no anomalies found. The cause of the reported event was isolated to blood/tissue in the helix region.